Manufacturer narrative:
(B)(4). Visual receipt analysis: 9/15/2016 - received the following: one used ch2000s-c, spinning spiros, suspect lot# 3116017. Four new ch2000s-c, spinning spiros, lot# 3116017. One used bd 60ml syringe. The used spiros was attached to the bd syringe and was confirmed to leak internally. A crack in the spiros was not identified. Functional testing: the one (1) used ch2000s-c device was leak tested with water at 20 psig in the activated and inactivated positions. The device leaked immediately from the center of the spiros. The four (4) packaged (unused) ch2000s-c devices were leak tested at 20 psig in the activated and inactivated positions for 10 seconds.. No leaks were found. Final analysis summary: the reported product problem for leakage was confirmed. The problem is due to a missing o-ring. The complaint investigation has been communicated to the manufacturing plant for their review and awareness. The work order has been reviewed and found no non conformances. The complaint database was also reviewed (1 year) and showed that this problem is a very rare occurrence, one in the past year..

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, suspect lot# unknown. Report states; (B)(6) (nurse) attached the spiros, as usual to the 50ml syringe full of epirubicin. When she attached it to the clave on the plum a pump giving set and started the infusion she noticed that the drug was leaking out of the spiros. No adverse patient consequences reported.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, suspect lot# unknown. Report states; (B)(6) (nurse) attached the spiros, as usual to the 50ml syringe full of epirubicin. When she attached it to the clave on the plum a pump giving set and started the infusion she noticed that the drug was leaking out of the spiros. No adverse patient consequences reported.